Event description:
A physician reported that the vitrectomy probe did not aspirate. The cutting function was normal. There was no information about procedure type or timing of the surgery. It was not known how the procedure was completed. There was no information about any impact on patient. Additional information has been requested but none received till date. Additional information was received that the procedure type was vitrectomy. The procedure was completed after relacing the cassette.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe, with tip protector was received in a tray with other items for the report. The returned sample was visually inspected and was found to be non-conforming as the inner cutter is in the port and orange/brown foreign material was observed to be on the port face of the inner cutter and welded cap. The sample was then functionally tested for actuation and aspiration and was found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device's radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be functionally conforming, therefore reported issue was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).